Event description:
It was reported that during a procedure at the user facility, the patient's skin and bone looked discolored where contact had been made with the cutting blade. This may have been caused by a fluid leak from the device, though no leak was alleged by the user. The procedure was completed successfully with no medical intervention to prevent serious injury, no surgical delay, and no adverse consequences.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a procedure at the user facility, the patient's skin and bone looked discolored where contact had been made with the cutting blade. This may have been caused by a fluid leak from the device, though no leak was alleged by the user. The procedure was completed successfully with no medical intervention to prevent serious injury, no surgical delay, and no adverse consequences.